Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and alleged possible under delivery anomaly. The customer reported blood glucose value of 29 mmol/l. The customer reported hyperglycemia treated with insulin pump. The event involved product(s) mmt-1885. Troubleshooting was performed for hyperglycemic event. No further patient complications were reported. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed all following tests: displacement, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, displacement accuracy test, and self test. Unit was successfully downloaded using thump software and carelink. Confirmed 0 units of bolus insulin delivered on 07/29/2024. Proceeded to cut unit open to perform a visual inspection of connectors and electronic assemblies. No moisture or physical damage noted on electronic assemblies. The following cosmetic damages were noted: pillowing keypad overlay, cracked keypad overlay, and scratched case in summary, customer concern for possible under delivery anomaly not confirmed. In further full review of the pump history on the event date of 29-jul-2024 found daily total of bolus insulin delivered to be 0 units. No under delivery noted during testing. Unable to verify for alleged high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.